Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). However, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was one or more cycles advanced to the next fill when a slow/no flow situation occurred, above the minimum drain volume threshold. This issue is being investigated through CAPA.

Event description:
The customer contacted global technical services (gts) regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, during drain 4 of 4. The home patient (hp) stated they were unable to clear the alarm, so they called the peritoneal dialysis registered nurse (pdrn) who advised them to call baxter. The technical service representative (tsr) assisted with clearing and explaining the alarm. The hp stated they had no symptoms of an iipv. The hp uses 2.5% and 4.25% solution. Therapy was set to continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd), the fill volume was set to 2000ml, the last fill volume was set to 0ml, the total ultrafiltration (uf) was equal to 2209ml, the cycle 4 uf was equal to 2305ml, the cycle 3 uf was equal to -272ml, the cycle 2 uf was equal to -239ml, and the cycle 1 uf was equal to 685ml. The tsr advised the hp to call the registered nurse (rn) to explain the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse stated that she was aware of the event. She stated that the patient has not reported any additional issues to her. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.